Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that ¿some months ago¿ on an unspecified date he/she received an error-3 message on his/her adc blood glucose meter. As a result of the error message the customer was unable to obtain a reading. The customer reported experiencing symptoms of ¿low glucose¿, and went to a hospital where a reading of 48 mg/dl was obtained on an hcp meter. The customer was diagnosed with hypoglycemia and treated with a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
A customer reported that ¿some months ago¿ on an unspecified date he/she received an error-3 message on his/her adc blood glucose meter. As a result of the error message the customer was unable to obtain a reading. The customer reported experiencing symptoms of ¿low glucose¿, and went to a hospital where a reading of 48 mg/dl was obtained on an hcp meter. The customer was diagnosed with hypoglycemia and treated with a glucagon injection. There was no report of death or permanent injury associated with this event.